Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets in auxilairy drawer 2.2 had failed to release. When the field service engineer (fse) arrived onsite, no drawers were failing, and the customer inventoried the drawer with all pockets without issues. Then fse followed up with the customer and confirmed that there were no recurring issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, multiple pockets in auxiliary drawer 2.2 had failed to release. The customer reported that the malfunction occurred while the user issuing the medication to the patient, and they managed to collect the medication from another station. There were no adverse events or injuries reported based on this incident.